Event description:
It was reported that the insulin pump had an indicator that was inconsistent. The customer stated that the insulin pump was at 50 percent in the morning, but later that morning, it showed 100 percent. The customer did not provide the blood glucose reading or any other information regarding the issue. It was unclear whether the customer referred to the battery power supply indicator or some other function of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.